Event description:
The customer reported difficulty in advancing the quattro catheter (lot 195901) over the guidewire (lot 195901) during placement by an emergency department (ed) resident. The patient had normal anatomy. The customer did not report any resistance with guidewire insertion. The customer reported the resident was pushing way harder than she should have to get catheter into the vessel. The guidewire was confirmed to be in the correct position in the vessel and catheter insertion was initially very smooth until the catheter was about ¾ of the way inserted, then resistance was felt. The resident tried to remove the guidewire, but it was snagged on something, and resistance was felt during the attempt to remove the guidewire. Instead of removing the entire catheter and guidewire together, she pulled harder on the guidewire, and it unraveled. She then removed both the entire catheter and guidewire simultaneously without issue, and it was all intact. No additional intervention was required. No kinks were observed on the guidewire prior to or after the removal. A new catheter was placed without issue. No impact or consequence to the patient.

Manufacturer narrative:
The reported complaint of resistance felt during removal of the guidewire (lot 195901) was confirmed during visual inspection. The guidewire was completely damaged and was observed to have several kinks. The guidewire was bent and stretched along its length. The probable root cause could be due to a handling issue and/or insertion, removing of the guidewire. Visual inspection of the returned guidewire was performed. The guidewire was returned stuck inside the quattro catheter and was completely damaged. The guidewire was able to be removed from the catheter with resistance, due to the kinked on the guidewire. The guidewire was observed to have several kinks and stretched wire along its length (located at 9, 17, and 24 inches away from the j hook, and 5 inches away from the proximal end of the guidewire). Further testing could not be performed due to the condition in which the guidewire was received. Historical complaints were reviewed for information related to the reported complaint and there was no previous history of complaint reported for the guidewire with lot 195901.